Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on current electrograms (egm) leading to timing issues on the atrial channel. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.